Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the equipment was applying shock with a different value than what was selected and showing a shock error message. The fse evaluated the device and determined that the device showed a shock error message due to a defective capacitor (capacitance value was out of tolerance). The fse replaced the therapy capacitor (453563338331) to resolve the issue and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was due to a defective capacitor, the root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the therapy capacitor and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a chocking error message. There was no reported patient involvement.